Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they not receive the no delivery alarm and experienced high blood glucose level of 500 mg/dl at the time of incident. Customer's current blood glucose value was 371 mg/dl. Customer reports they have contacted their hcp regarding the high blood glucose. Customer reported they have a back-up plan available. Explained if insulin vial is exposed to extreme temperatures, is expired or looks cloudy high blood glucose may occur. The product was returned for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.